Event description:
The pump was returned to the materials mgmt dept with an unsigned note that stated, "hand held cord pulled away." No tracking info was provided; therefore specific pt info, pump programming parameters or event details were not available. During testing at the user facility, the pump reportedly delivered an unrequested bolus. There were no reported adverse pt effects while the device was in clinical use. Though requested, no add'l info was provided.